Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2017 with redness and drainage from the percutaneous lead (driveline) site after 3 days of fevers, chills and nausea. The patient was admitted to the hospital with concern for a driveline infection. Sharp debridement of right abdominal wall abscess was performed on (B)(6) 2017. Per clinic notes, on (B)(6) 2017, the patient completed treatment of intravenous vancomycin and was transitioned to doxcycline 100mg bid and follow up with incision and drainage when necessary (prn) and vad team as scheduled. No additional information was provided.